Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified left superficial femoral artery (sfa). A 4.0 x 200, 135cm mustang balloon catheter was advanced for dilatation. However, the balloon ruptured longitudinally during the first inflation at 10 atmospheres. The device was completely removed from the patient's body and the procedure was completed with another 4.0 x 200, 135cm mustang balloon catheter. No patient complications were reported and the patient's status was fine.